Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -5.0 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient reported had severe pain behind the eye and foreign body sensation. The lens remains implanted but the plan is to explant and exchange for a shorter lens.